Manufacturer narrative:
A direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. Analysis of the system controller log file confirmed a transient elevation in pump power over 10 watts; however, a specific cause for the event could not be conclusively determined through this evaluation. The pump power elevation was unsustained and no other elevated parameters were noted throughout the log file. The pump remains implanted and the patient continues on vad support with no further related events reported. No product was returned to the manufacturer for analysis. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had elevated lactate dehydrogenase (ldh) from 300 u/l range to the 600 u/l ¿ 700 u/l range. Ramp study was completed on an unspecified date with lvad speed from 8000 rpm to 12000 rpm as the lvad baseline speed was at 8600 rpm. Final speed at time of echocardiogram was 9000 rpm. Later the speed was decreased to 8800 rpm due to the patient feeling more lightheaded at 9000 rpm. Review of the submitted log file by technical services revealed a transient power elevation of 10.7 w. No other unusual events were noted in the log file. Additional information was requested but not provided.